Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with alarms that they could not explain and a "buzzing" sound coming from their controller. During interrogation, transient driveline fault alarms were noted. The patient reported having these alarms only when on wall power. The patient is now connected to ungrounded orange patient cable. This patient had a significant amount of rescue tape applied to the distal (controller) end of their driveline and the "buzzing" sound was noted to be worse when the driveline was manipulated close to the controller connection. The rescue tape was applied during the prior follow up and the date is unknown. The x-ray images did not appear to show any area of concern. A perc lead repair was requested. An external perc lead repair was performed on (B)(6) 2023 approximately four inches from the driveline exit site. No issues were noted after the patient was back on the grounded patient cable. The patient then stayed overnight on a grounded patient cable and the patient had no subsequent hazards/advisories. The patient was discharged around noon on (B)(6) 2023. It was noted there no subsequent driveline faults occurred between date of controller exchange ((B)(6) 2023) and perc lead repair ((B)(6) 2023) while patient was on an unshielded cable. Patient's hemolysis markers (both plasma-free hemoglobin and lactate dehydrogenase) were stable in comparison to baseline. The patient did not experience any symptoms. Related MFR: 2916596-2023-02856.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: upon disassembly of the previous repair site, it was noted that the copper tape was broken on the proximal and distal ends of the repair. Evaluation of the replaced external portion of the driveline from (B)(6)confirmed driveline wire damage that could have contributed to the low speed events captured in the submitted log file; however the observed damage would not have contributed to the driveline fault alarms captured in the submitted log file. In addition, examination of the returned portion of driveline confirmed superficial driveline damage to the outer jacket. The submitted log files captured transient elevations in pump power and flow from 07may2023 ¿ 09may2023. The majority of the power elevations were associated with yellow wrench advisories, backup mcu failure flags, and replace controller flags. Transient low speed events and driveline fault alarms were also captured on 09may2023. Phase 3 was recorded to be higher than phases 1 and 2 during these events, indicating a potential issue with the red wire. The associated voltage levels indicated that the low speed events and driveline fault alarms occurred when the system was powered by the power module on the white power cable and external battery power on the black power cable. A distal-end driveline replacement was performed on 11may2023 and approximately 21¿ of the distal-end of the driveline was returned for evaluation. The outer jacket was wrapped in rescue tape approximately 0.0¿ ¿ 4.5" from the controller connector. Underneath the rescue tape, superficial tears in the outer jacket were observed approximately 0.25" and 2.5" from the controller connector. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon disassembly of the driveline, visual inspection and hi-pot testing of the underlying wires confirmed a breach to the insulation of the green wire approximately 16¿ from the controller connector. Although a specific cause could not conclusively be determined, the observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the driveline. While the observed damage to the green wire had the ability to result in changes to pump operation while supported by the power module with a grounded patient cable, the log file data also indicated a potential issue with the red wire. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage that would have contributed to the low speed events or driveline fault alarms captured in the submitted log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the patient's original driveline, serial number (B)(6) and previously repaired driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.